Event description:
Patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 131 mg/dl vs. 185 lab. Tests were done within 21-30 minutes with a difference of 21%. Patient did not experience any adverse events.